Event description:
Distributor received information that a pt with an automatic implantable cardioverter defibrillator (aicd) received shocks in sinus rhythm. The physician performed an invasive procedure to evluate the system and found the negative rate sensing lead had an insulation break. The physician elected to remove both rate sensing lead from service, and implant a bipolar aendocardial tined lead. The leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.